Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil were intact. The (electrical) allegations were not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. The dislodgement allegation was not confirmed lab observations and field report were insufficient to verify dislodgement. The lead tip appeared normal. The surgery ar code was not confirmed analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement, high pacing thresholds and loss of capture. Noise, low amplitude and poor morphology were observed. There is evidence suggesting that the lead had perforated the heart wall. The patient was experiencing a bradycardia. The lead was replaced without complication. Antibiotics were needed after the surgery. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. If upon the completion of the device analysis any pertinent information is provided, a supplemental report will be created.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement, high pacing thresholds and loss of capture. Noise, low amplitude and poor morphology were observed. There is evidence suggesting that the lead had perforated the heart wall. The patient was experiencing a bradycardia. The lead was replaced without complication. Antibiotics were needed after the surgery. No additional adverse patient effects were reported.